Event description:
The end user states the chair has an unidentified bolt came off, the armpad is deteriorating and the brakes aren't holding like she expects them to. The end user disconnected before call could be transferred to cscs for information gathering. Serial number provided by the end user is for a lift, not the wheelchair (B)(4). Additional reportable malfunction for this device; end user alleges brakes aren't holding like she expects them to. Additional non-reportable complaint for this device; end user alleges the armpad is deteriorating.